Manufacturer narrative:
The device was manufactured from july 9, 2019 - july 11, 2019. The device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid inside the bag that contained the returned device. When the unit was removed from the bag, the cause of fluid inside the bag was found to be an untightened blue winged luer cap. A functional leak test was performed and to ensure the blue cap is securely connected, the blue winged luer cap was hand tightened by manually rotating/twisting the cap until the cap could no longer be rotated/twisted. The device was determined to be conforming product because no evidence of leak was found during the functional leak test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking between the luer adapter and the blue winged luer cap. The leak was observed during filling at the hospital prior to patient use. There was no patient involvement. No additional information is available.